Manufacturer narrative:
(B)(4). Date received by manufacturer: csi was aware of non-reportable events on (B)(6) 2021, but the device analysis report was not finalized until 7/16/2021, at which time the presence of the stent was noted. Device analysis conclusion: the oad was received at csi for analysis of events that were not reportable. (The user reported to csi that the oad crown jumped, and the device stopped spinning.) Those issues were investigated and partially confirmed. Additionally, a stent was observed on the driveshaft upon receipt of the oad. The root cause of the presence of stent material on the oad is related to use not consistent with the stealth 360 gen2 peripheral orbital atherectomy system instructions for use manual.the manual contraindicates use of the oas within a bypass graft or stent. Csi field staff reviewed pre-procedure images of the treatment area with the physician following discovery of the stent on the driveshaft. Upon further review of the images, the user was able to only faintly see the stent. For that reason, the issue is considered unintended use error. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) was received at csi for analysis related to a non-reportable issue. (It was originally reported to csi that the device jumped and stopped spinning during use.) Analysis revealed that a stent was wrapped around the driveshaft, which indicated the oad came into contact with the stent during the procedure, and the stent was inadvertently removed from the patient. Further investigation indicated that the stent was barely visible on pre-procedure imaging.